Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with no other devices. Visual examination showed no damage to the device. The issue was withdrawing the device post procedure. The stent was not returned for evaluation. Between the inner and outer shaft there was evidence of blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2016-04931. It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the right superficial artery (sfa). Two 7 x 120 x 130 innova¿ stent were advanced and deployed to the target lesion. However, after deployment, difficulties in removing the stent delivery system (sds) were encountered and a big bent on the wire was noted in attempting to remove the sds. Subsequently, in removing the second device, same problem occurred. It was difficult to remove the sds, even harder than the first one. A big bent was also noted on the proximal end of the wire in attempting to remove the sds. Finally, the physician was able to get the devices out from the patient's body. No patient complications were reported and the patient's status was fine.